Event description:
During deployment, the user was unable to overcome an artifact during analysis.

Manufacturer narrative:
The ECG and device internal memory were reviewed. Result: artifact was present during analysis. Conclusion: labeling along with voice prompts are provided to instruct the user in o overcoming artifact.